Manufacturer narrative:
The reported issue of stent migration could not be confirmed during investigation as this is a physiologic effect of the procedure. However, a visual evaluation of the returned device found that bladder pigtail was accordioned. The evaluation concluded that the failure of pigtail accordioned might be caused by the force used when the physician push the wire / pusher to place the stent. Additionally, stent migration is a known physiological effect of the procedure noted within the directions for use, therefore the most probable root cause for this event has been identified as anticipated procedural complication. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed no anomaly was found.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was implanted on an unknown date. According to the complainant, it was noted that the stent had drawn back. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event of stent draw back. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl¿ ureteral stent was implanted on an unknown date. According to the complainant, it was noted that the stent had drawn back. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.